Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented in the hospital with pre-syncope dizziness and was admitted. Device interrogation was performed and testing showed the rv lead impedance, measuring greater than 3000 ohms in bipolar with no ventricular capture at maximum outputs. A chest x-ray was performed and did not show any obvious lead fracture. The patient has a history of complete heart block and prior to their pacemaker system implant, the patient had slow ventricular escape rhythm and no ventricular capture could be observed on ECG. Subsequently, the rv lead was electrically deactivated and a new rv lead was implanted. No additional adverse patient effects were reported.